Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 504-505 mg/dl; suspected cause was due to an unspecified infusion set issue. Manual injections were administered to address bg. A system check was performed and the pump performed as intended.